Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain upon contact at the ipg site, one of the patients leads was exposed with granuloma at the wound site. Infection was suspected infection at the wound site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted to address the issue. Patient was administered oral antibiotics to address the issue.